Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported in (B)(4) cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, loss of range of motion, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2011. Approximately 11 years 8 months after the initial procedure the patient had a right knee revision on (B)(6)2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6)2023 diagnosis: mechanical loosening of internal right knee prosthetic joint medial parapatellar arthrotomy was performed. Note was made of a clear effusion and extensive synovitis. The polyethylene was removed demonstrating significant oxidative damage and wear. Patient was returned recovery in stable condition.